Event description:
A medtronic representative reported the site was inaccurate in a cranial case. The pt was registered with tracer in a prone position. The doctor felt less than 1 cm off left/right, not deep. He continued using navigation until they went to intra-op images, knowing he was inaccurate. No impact to pt was reported.

Manufacturer narrative:
Software analysis of archive showed that tracer pattern was improperly collected. The pt had loose skin in some areas where tracer was done (especially on the back of the head), which also contributed to this failure. The software functioned as designed.